Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011, site's #23 in type 11 bone. Primary stability was achieved and osseointegration was not achieved. The implant was removed on (B)(6) 2012. Medical history: no significant findings.